Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Based on technician statement, compressor with motor was defective. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description and service report. The root cause of the issue has not been determined.